Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 61mm abdominal aortic aneurysm. It was reported the patient presented emergently 7 days later, with abdominal and back pain. A type ia endoleak was seen on cta and it appeared that the main body of the bifurcate graft was vertically infolded causing the leak based on the cta findings. Intervention was performed the next day, a non mdt stent graft was implanted to push out the infolded portion of the stent graft and to seal the endoleak. Final angiogram showed the endoleak had resolved. As per the physician the cause of the event was that the device was oversized. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis the reported infolding event was confirmed on the images received. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiograms videos (including endoleak interrogation) could allow for a more comprehensive determination of the endoleak source/cause. It appears most likely that oversizing of the bifurcate led to the radial infolding and the observed infolding in the proximal stent graft is expected to have been a factor in the occurrence of the proximal endoleak. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. Analysis of the returned images did not reveal any other stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.